Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular lead was replaced due to oversensing noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.